Manufacturer narrative:
Attempts to obtain additional information regarding the scheduled revision procedure were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A revision procedure was scheduled to replace the device. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician has elected not to replace this ICD. The tachy therapy in the device is programmed off and the patient's ejection fraction has improved. No adverse patient effects were reported.